Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that following cataract surgery with an intraocular lens (iol) implant procedure, the patient had dense posterior capsular opacification, grade 2 anterior capsule fibrosis and lens rotation at five weeks post operation. She also said an issue could have been caused from the company cartridge. Additional information has been requested. There are two medical device reports associated with this patient. This file is for right eye.

Event description:
Additional information received stating that iol rotation of 180- 10, dense pco and grade 2 acf at five weeks post operation. Patient was prescribed ophthalmic eye drop as postoperative medication containing combination of corticosteroid, broad-spectrum antibiotic and non-steroidal anti-inflammatory drug. Yag (yttrium aluminum garnet) laser capsulotomy performed. In the surgeon¿s opinion the product contribute to the event.

Manufacturer narrative:
Additional information was provided in a.2., a.3a., b.3., b.5., b.6., b.7., d.1., d.2., d.4. And h.6. D.3. Product manufacturing site updated due to receipt of serial number. G.9. Manufacturer report number revised and reported under 1119421-2025-01401. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.